Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals.

Event description:
It was reported that this patient with a pacemaker is currently in cardiac rehabilitation. The health care professional (hcp) observed an increase in heart rate when raising and moving the left arm and the same observations occurred when the patient was on the treadmill using the arm levers. Technical services (ts) discussed programming optimizations. At this time, the device remains in service. No adverse patient effects were reported.